Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, it was reported that antibiotic treatment was discontinued. At the time of this report, the patient has recovered from weakness in body, color change in pd fluid and peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by weakness in body and a color change in the pd fluid. The patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, in every 96 hours, intraperitoneal, ongoing), ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was discontinued and the pd catheter was removed 15 days after the event onset. At the time of this report, the patient was recovering from the events. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.